Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All mdrs with MFR report number 6000034-2013-00586 were duplicates of mdrs filed with MFR report number 6000034-2013-00565. This report is filed 31 jan 2014.

Manufacturer narrative:
Correction: the correct serial number of the involved device is (B)(4); not (B)(4) as previously reported. (B)(4).

Event description:
Per the clinic, the patient experienced abnormal sound quality and intermittency with device use, and the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.